Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor wasn't connecting to the transmitter. Customer's blood glucose was 163 mg/dl. She was advised to remove the sensor and it was noted the cannula wasn't intact when she removed it. Customer agreed to return the sensor for analysis.